Manufacturer narrative:
The section provided with the initial report was left blank. The correct information has been provided with this report.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date see section of this report. The event description was updated. The correct information has been provided with this report.

Event description:
The customer reported via phone call, the customer received a blank display at the time of high blood glucose event and was not in auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer stated that they had blood glucose of 420 mg/dl. The customer reported that the insulin pump had the blank display and the troubleshooting was performed for the blank display and the display returned after the insulin pump restart. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.